Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving intrathecal lioresal 1228 mcg/ml at 208.8 mcg/day, hydromorphone 49.3 mg/ml at 8.381 mg/day, and clonidine 220 mcg/ml at 37.4 mcg/day via an implantable pump for spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the nurse was programming the pump to off state. It was noted the pump was nearing normal end of service (eos) in (B)(6) 2021 and they were not replacing the pump. In further discussion with the nurse, the patient was discharged from the hospital (B)(6) 2021 due to positive covid and at that time they thought the patient had enough drug in the pump to start weaning the patient off  intrathecal (it) therapy which they had some difficulty with and gave the patient oral meds. It was noted the patient was seen (B)(6) 2021 and they found the pump was empty and decided not to refill and to program the pump to off state. The pump reservoir went empty (B)(6) 2021 and she had drug withdrawal symptoms. It was decided not to fill the pump and continue with oral meds (baclofen and others). The pump off password was provided.